Event description:
The customer's mother reported insulin squirting during the manual prime. She stated that it happened with the past four infusion sets. No damage to the drive support cap was noted. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a cracked end cap.